Event description:
It was reported that patient's atrial lead exhibited diaphragmatic stimulation. Patient experienced discomfort. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.